Event description:
It was reported that during a pulsed field ablation procedure, after transseptal puncture the patient experienced mild tongue base collapse and oxygenation was poor at around 88-90%. The patient's respiratory status was closely monitored and the nurse performed a jaw thrust. The nurse attempted to perform jaw thrust but appeared to have difficulty moving the neck properly. Blood pressure remained around 80¿100/50¿65 mmhg, with no significant hypotension observed. During the left superior pulmonary vein (lspv) application, oxygen decreased to approximately 70¿85%, so the nurse performed adjustments such as jaw thrust. The nurse reported swelling of the neck, but the physician determined that there was no neck swelling, and the procedure was continued without any changes to respiratory management. The lspv application was completed. At the moment when an attempt was made to change the anchoring of the wire to the left inferior pulmonary vein (lipv), oxygen rapidly decreased to 40¿50%, so the physician stopped the ablation procedure and initiated positive pressure ventilation with a bag-valve mask. As there was no improvement in oxygen, tracheal intubation was attempted but could not be performed, and oxygen rapidly dropped to the 30% range with heart rate decreasing to 20¿30 beats/minute. At this point, a code blue was called within the hospital. It is considered that hypoxia led to vagal dominance, resulting in delayed conduction due to hypoxic stimulation, followed by bradycardia and then cardiac arrest. The moment heart rate reached 0, cardiac massage was immediately started. At the same time as cardiac massage was started. Tracheal intubation and respiratory management were initiated, and oxygenation gradually improved with oxygen reaching 90¿95%. As oxygenation recovered, heart rate also increased to the 50¿60 range, and cardiac massage was discontinued. The patient was transferred to the intensive care unit. After extubation, transfer to a general ward and subsequent discharge was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator product ID 10fcc13 (0012963032); product type: 0629-flexcath sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.